Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation: results: the complaint for an inoperable ipg due to patient not recharging was confirmed. Per event details, the patient had not used or recharged the ipg for 8 months, and the ipg was inoperable. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was unable to establish communication between his ipg and external devices. It was also reported the patient had not used or charged the ipg in approximately 8 months and the ipg is inoperable. In addition, multiple patient programmers reflected communication errors. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced .